Event description:
It was reported a serious injury in which femoral component was revised due to infection. It was revised to a legion constrained femoral.

Manufacturer narrative:
The affected legion ps non-porous femoral component was not returned for evaluation. A clinical evaluation noted that no relevant clinical information was provided to conduct a thorough clinical investigation. The impact to the patient beyond the revision and the reported infection cannot be concluded.  No further clinical/medical assessment is warranted at this time. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened. Credit cannot be issued for this device.